Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of symptoms of dizziness. On interrogation it was found that the right atrial (ra) lead was capturing the ventricle. Dislodgement was suspected. The lead was programmed off and further action will be determined later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.